Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However the drive support cap is flush. Pump received with no battery installed. Pump received with partially broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, stained back address label, broken belt clip slot and minor scratched lcd window. Data analysis: there is no data listed for the dated of 01/6/2018 due to pump received without battery installed.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was heart failure. The caller stated that the customer had arthritis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the nurses used manual injections on the customer. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with a flush drive support cap.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.